Manufacturer narrative:
Batch review performed on 06 july 2017. Lot 142521: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 01 august 2017 the medical affairs (B)(4) made the following analysis: 1,5 years after primary cemented tkr, the insert fixation screw backed out and required arthroscopic removal. The reasons for the backing out of insert screws is not known: a possible cause is insufficient tightening, but other factors may also play a role. No data are available as to the possible circumstances that led to this rare event. The prosthesis will be able to work properly in absence of the fixation screw with no inconveniences.

Event description:
Arthroscopic removal of the screw backed out of the insert. The screw was found backed out through x-rays analysis. The surgery was performed successfully.